Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis and hematoma. Reportedly, the patient's incision was black and oozing at wound check. Cultures were taken and the physician confirmed hematoma. The physician noted that the deeper layers of pocket did not appear infected and a drain was also placed. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis and hematoma. Reportedly, the patient's incision was black and oozing at wound check. Cultures were taken and the physician confirmed hematoma. The physician noted that the deeper layers of pocket did not appear infected and a drain was also placed. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.